Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a cleo infusion set had an occluded cannula. The patient stated that they had been receiving occlusion alarms on their insulin pump throughout the day. Patient contacted insulin pump manufacturer's technical support. At the time of the call, the patient's blood glucose level was 100 mg/dl. Troubleshooting revealed that the customer identified blood in the cleo infusion set cannula causing a blockage. The issue was resolved by having the patient change the infusion set to successfully resume the insulin infusion. No adverse health outcomes were reported.